Event description:
During the procedure during final reduction of the suture-button construct in the ankle, the reducing loop failed and broke at the level of the fibular button. It was reported since the breakage occurred at the same level as the surgical technique instructs the user to cut the suture for final trimming, patient safety was unaffected. The surgery was completed, and satisfactory joint reduction was achieved. There were no delay in procedure, and no adverse consequences were reported.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. The device history record was reviewed, and no anomalies were found. Based on the information received, the root cause of the reported event could not be determined.